Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from mobility. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, overall health or behavior. Proper intended use of the implant is described in its instructions for use. Physical analysis cannot be performed.

Event description:
Bone loss was reported. Bone quality at the time of implant failure was type ii. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability and osseointegration was achieved. Augmentation procedure was performed at the time of surgery.